Event description:
It was reported that during a phone call with the physician it was indicated that he had pump issues with four different inflatable penile prosthesis (ipp) devices. The physician indicated one of the pumps was not implanted due to the component not working intraoperatively. No information was provided about the patient's outcome.